Event description:
It was reported that the 9900 system would not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive and flashed and loaded nodes. The system was tested and found to be working as intended and placed back into service.